Event description:
R waves appear to have decreased was ~10mv in mra2025 and now 2.5mv. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).